Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer failed. The field service engineer (fse) removed the jammed drawer, ensured that all bins were properly pushed all the way back, and recovered all doors. The drawer was tested multiple times with the pharmacy technician and was also tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 4 failed. The customer performed a system reboot; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.